Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending artery that was 99% stenosed. Pre-dilatation was done with an unspecified 2.5 x 12 mm balloon dilatation catheter and a 4.0 x 23 mm xience xpedition stent was deployed at 18 atmospheres. However, the stent delivery system did not properly deflate and it became stuck with the stent. After several attempts to remove the delivery system, it was removed but left the stent deformed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Per the xience prime everolimus eluting coronary stent system instructions for use the first step under the operator's instructions section is inspection prior to use which includes a detailed description of how to prep the device before using it in the anatomy. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial MDR, the following information was received: the device was not prepped (air aspiration) outside the anatomy prior to use. The physician was unable to re-engage the guide catheter to perform post-dilatation of the xience prime stent.